Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data. That had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated creatinine results on the architect c16000, serial number (B)(4) . Through an extensive investigation, the fsr found the reagent probe - r1a/r2b (l), list number (B)(4) , needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated creatinine results for two patients on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 0.7-1.5 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2021, was 13.82, repeat result was 1.50 mg/dl. Sample ID (B)(6) initial result, on (B)(6) 2021, was 16.47, repeated on another analyzer was 0.81 mg/dl. There was no impact to patient management reported.